Manufacturer narrative:
Date of birth: 1932. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the unit returned has the distal end damage, as part of overall visual revision. A visual inspection was performed and the device presents: the distal tip peeled. All the external outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating detachment occurred. The completely occluded target lesion was located in an unspecified vessel. A 300cm v-18¿ control wire¿ guide wire was introduced through a non-bsc mini introducer and into the peroneal artery. When the v-18 guide wire was removed, it was noted that the guide wire caught the non-bsc device. The hydrophilic coating came off of the v-18 guide wire and was left in the peroneal artery. The coating was not removed. No further patient complications were reported and the patient's status was fine.

Event description:
It was reported that coating detachment occurred. The completely occluded target lesion was located in an unspecified vessel. A 300cm v-18¿ control wire¿ guide wire was introduced through a non-bsc mini introducer and into the peroneal artery. When the v-18 guide wire was removed, it was noted that the guide wire caught the non-bsc device. The hydrophilic coating came off of the v-18 guide wire and was left in the peroneal artery. The coating was not removed. No further patient complications were reported and the patient's status was fine.